Manufacturer narrative:
Results of evaluation: conclusion: based on the info received and the functional results, it could not be ascertained as to what may have caused the reported incident. It should be noted that if torque is applied to the anvil prior to engaging the retaining pin, the retaining pin may not engage, it may cause the staples to be malformed. Therefore, it is important to verify that the retaining pin is in the anvil hole prior to firing. The instrument, when fired in the lab, fired and formed staples as designed across the entire staple line with no difficulties noted. Comments: mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.

Event description:
During a bowel procedure, it was reported by the affiliate that the device was difficult to fire. It was reported that when firing, several staples did not form and fell into the abdomen. There was no consequence to the pt.